Event description:
Fuse blown on generator board causing ultrasonic sound waves not to function.

Manufacturer narrative:
On (B)(4) 2013 custom ultrasonics received a complaint stating that the ultrasonic sound waves were not functioning on the system 83 plus 9 unit (serial number (B)(4)). Custom ultrasonics dispatched a technician to (B)(6) on (B)(6) 2013. The hospital confirmed the time line associated with this issue was sometime after (B)(6) 2013 through (B)(6) 2013, when the unit was taken out of service. Customer ultrasonics' investigation revealed that the wiring was not harnessed according custom ultrasonics specification. The cause of the blown fuse may have been attributed to a short circuit due to wires not correctly harnessed. The generator board that houses the fuse was replaced. The cu technician did dress the wiring configuration according to the facility's direction. The customer stated to date there have been no reported injuries. The customer requested a risk assessment of the cleaning effectiveness without the ultrasonic function before making a determination to notify their patients. There may be a low risk of infection associated the this issue as stated in the risk assessment. Custom ultrasonics inc is reporting this incident out of an abundance of caution.